Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and subsequently expired approximately four months later. It was reported that the death occurred due to administration of the products during dialysis treatment.